Manufacturer narrative:
Device lot number now provided. Device manufacturing date now provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for suspect biopsy guide. Site has opted not to replace their biopsy guide. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, prosthesis coordinator, reported that their biopsy guide would not lock, or tighten, properly. Noted was that the biopsy guide did not appear to have any physical damage, however, requested a replacement. No further details regarding the issue, or how it occurred, were provided. There was no patient present when this issue was identified.